Event description:
Pt reported freedom60 pump is malfunctioning with different infusion times than desired. Serial number is unknown. No adverse events reported. Replacement being sent hizentra indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to (B)(6) by: patient/caregiver.